Manufacturer narrative:
Lot number received. Additional information: lot number received and updated.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reference frame functioned as designed and the issue is suspected to have been a use error. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the reference frame could not be recognized by the navigation system when utilizing optical navigation. It was noted that the site opted to complete subsequent procedures with electromagnetic navigation.